Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and a spyglass ds controller were used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2021. During preparation, they saw an interference in the image after 3 minutes of using the spyglass. They connected again the spyscope but half of the image in the screen was ok and the other half had lines and colors, so they couldn't see the video properly. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.